Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The device manufacturer's representative (rep) reported that the patient cannot communicate with the patient programmer (pp) or the implantable neurostimulator recharger (insr). The patient also had a loss of therapy on the simulation coverage pattern. It was a sudden change in therapy/symptoms. The patient states she felt stimulation in the past two weeks. It was not a clear history. The patient has charged within the past two weeks, however, the daughter cannot confirm this has happened. The rep was planning on seeing the patient to verify if the device was in an overdischarged state. Medical history includes spinal pain and failed back surgery syndrome. Additional information received stated the patient had an appointment on (B)(6) 2015 to see the rep. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The rep reported an alleged overdischarge. The rep was in the process of doing a physician's mode recharge (prm) to pull the implantable neurostimulator (ins) out of the overdischarge. The rep was advised to charge for 60 minutes and if shallow, it should roll over to normal charging soon. The office moved the patient and it fell off for a few minutes. It was reviewed to make sure the antenna was over the ins the entire time and make sure a small amount of charge was being delivered from the antenna during the entire 60 minutes. If additional information is received, a supplemental report will be submitted.